Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was performed using an in-house retained kit of reagent lot 90215fp00 and all specifications were met indicating the lot is preforming acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the alinity I ca19-9xr reagent, list number 08p32, was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca19-9 results while using the alinity I ca19-9xr assay. The customer provided the following data: on (B)(6) 2019: sid (B)(6): initial: 20.40 u/ml, retest: 39.83 u/ml and <2.06 u/ml. There was no adverse impact to patient management reported.